Manufacturer narrative:
(B) (4)a response from the manufacturer is pending. (B) (4)note: the patient passed away on (B) (6) 2010 from multi-system organ failure, per the physician.since the device was not returned, the files from the programmer that was used were reviewed. The available data showed proper device behavior. Since the device was not returned for a full analysis, no further comments can be made. (B) (4): device was not returned to ela.

Event description:
During the implantation procedure, the ventricular oscor lead was implanted successfully, but they were having trouble getting good numbers with the atrial oscor lead. Many attempts were made and the patient's blood pressure dropped. The physician then decided to abort the dual chamber and implant this reply pacemaker. After the atrial lead was taken out, it was found that one of the leads had perforated the heart. The ventricular oscor lead and this ela pacemaker were implanted. The atrial oscor lead was returned. It was reported on (B) (6) 2010 that the patient had not been doing well after the procedure and had passed away. The exact date of death is not known at this time. Note: this reply was not returned and there was no report of anything wrong with the device.

Manufacturer narrative:
The atrial oscor lead was returned to oscor for analysis. The analysis is pending. Device was not returned to ela.

Event description:
During the implantation procedure, the ventricular oscor lead was implanted successfully but they were having trouble getting good numbers with the atrial oscor lead. Many attempts were made and the patient's blood pressure dropped. The physician then decided to abort the dual chamber and implant this reply pacemaker. After the atrial lead was taken out, it was found that one of the leads had perforated the heart. The ventricular oscor lead and this ela pacemaker were implanted. The atrial oscor lead was returned. It was reported on (B) (6) 2010 that the patient had not been doing well after the procedure and had passed away. The exact date of death is not known at this time. Note: this reply was not returned and there was no report of anything wrong with the device.